Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 46-60 mg/dl. Suspected cause was due to pump software not accurately adjusting insulin therapy. A system check was performed and pump was found to be functioning as intended. Reportedly, customer was overriding automatic correction boluses. Tandem technical support educated customer on how overriding boluses does not take into account the insulin on board. Customer was given glucose tablets to treat low bg. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.